Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that the pt underwent a pump exchange from one lvad to another lvad due to pump thrombosis.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.